Manufacturer narrative:
5076-45 lead implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. There was also evidence of oversensing and inhibition of ventricular pacing observed prior to a polarity switch to unipolar. The bipolar threshold had also increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.